Event description:
It was reported that a patient using the ilet required guidance for a complete supply change and subsequently reported a high blood glucose alert, with a measured blood glucose of 365 mg/dl without symptoms. Symptoms included no reported clinical manifestations. Outcomes included no reported medical intervention, hospitalization, or long-term impact. Investigation included troubleshooting and education provided remotely regarding supply change and device use. Investigation of this case revealed no device malfunction identified and no component failure observed, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.